Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple auto mode switch episodes were observed due to competitive atrial pacing during a follow-up in clinic. The patient was asymptomatic, and the device was reprogrammed.